Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that the implant stopped working, meaning no stimulation and couldn't get the implant to hold a charge. The patient reported that he got the implant depleted screen when he tried to charge. The patient started a charging session and confirmed he was getting the reposition antenna screen on the recharger. The patient connected with the patient programmer (pp) and the patient confirmed getting the poor communication screen on the pp. The patient reported that the he had the recharger constantly plugged into the wall for over a year. The patient reported that he last had stimulation about 3 months ago because it was before he went into the hospital. The patient reported that the implant stopped working after his fall. The patient reported that the implant was located in his right hip but when he fell and hit his left hip and they had to do a hip replacement. The patient reported that he didn't know if he could have done something because when he fell he came right on his stump, hit his hip and broke his hip. The patient reported he fell down on his left side also hitting his head, butt; ¿basically I did a job o myself.¿ the patient reported that his implant might have stopped after that fall because he was not too much with it for a while after that. The patient reported that this was (B)(6) 2017. The patient confirmed that his fall was the reason he was at the hospital and stated his doctor thought he should have a cat scan because his hip wasn't getting any better. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. No further complications were reported.